Manufacturer narrative:
Upon further review, this event has been previously reported under report number 0001825034-2017-05052. Please consider this report void.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110010272 3590744 g7 osseoti multihole 68 mm I. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034- 2017-04943.

Event description:
It was reported that during an initial hip procedure, the surgeon was unable to unscrew the shell from the impactor after the shell was implanted. This caused the shell to be removed. Attempts have been made and additional information on the reported event is unavailable at this time.